Event description:
It was reported that during a routine generator procedure this left ventricular (lv) lead exhibited impedance issues and high thresholds. Subsequently, this lead was surgically abandoned, and the device was explanted and replaced successfully. No additional adverse patient effects were reported.